Event description:
Nodule/limp [injection site nodule]. Case description: spontaneous report received on (B) (6) 2008 from a physician, via a business partner, regarding a (B) (6) pt, initial (B) (6). The pt received prevelle silk on an unk date. On (B) (6) 2008, the pt developed a nodule/lump. The physician performed an I & d with a 22 gauge needle. There was serous fluid with blood tinged exudates and no sign of infection. The physician injected 0.1 ml of vitrase 200u/ml. The pt was reported to be 95% recovered on (B) (6) 2008.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.